Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings: a pinkish contrast was observed on the display screen. Unrelated to the display issue, investigation showed that the internal clock battery was leaking. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. This report is made based on results of investigation completed on 01/14/2014.